Event description:
Healthcare reported left side "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient later reported "breast is enlarged and hurts and looks at though some sort of filament goes from the left to right side of the breast, like indented, and black and blue bruising.¿ device remains implanted. Healthcare professional additionally reported left side rupture.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell observed. Deformation observed.

Event description:
Healthcare reported left side "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient later reported "breast is enlarged and hurts and looks at though some sort of filament goes from the left to right side of the breast, like indented, and black and blue bruising.¿. Healthcare professional additionally reported left side rupture. Device has been explanted.